Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 3005334138-2021-00288. During a supraventricular tachycardia ablation procedure, while maneuvering the viewflex through the femoral vein towards the heart, the catheter lost the ability to steer, the catheter was replaced and the procedure continued. Later in the procedure, immediately following transseptal puncture, a pericardial effusion was noted on ice and the patient became hypotensive. A pericardiocentesis was promptly performed to drain blood from the pericardial space and the patient was stabilized. The physician does not allege the issue with the viewflex caused the perforation and subsequent effusion as the catheter had not entered the heart.